Manufacturer narrative:
It was reported that the new d860 head section fell 90 degrees during surgery. A stryker field service technician visually inspected the table and concluded there might have been a mechanical issue with the headrest. Stryker could not confirm due to the headrest not being returned for further investigation as it is being held by the customer's risk department. There were no injuries or adverse consequences reported.

Event description:
It was reported that the new d860 head section fell 90 degrees during surgery. There were no injuries or adverse consequences reported.